Event description:
It was reported that the customer had a motor error alarm on her insulin pump. The customer's blood glucose level was high. Customer's mother called and stated that the pump was not working correctly. Customer was giving insulin through a bolus and got a motor error alarm. Customer's mother stated that she was able to complete the rewind sequence. Customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instruction. Insulin pump will need to be replaced. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.